Manufacturer narrative:
An evaluation of the involved xo button could not be performed, as the product was not returned from the facility. A review of the device history record also could not be performed, as the lot number was not provided. A review of device history records during 2 years period found no other similar complaints and no injuries related to this reported problem. The xo button with 20mm continuous loop is a single-use, titanium implant used for fixation of soft tissue to bone in orthopedic procedures such as acl repair, pcl repair, mcl repair, and lcl repair. To reduce the risk of patient injury, the instruction for use of this device recommends the following safety measures: warnings: - preoperative and operating room procedures, including knowledge of surgical techniques and proper selection and placement of the implant, are important considerations in the successful utilization of this fixation device. It is recommended that metal interference screws and related insertion instrumentation be available in the event of complications during implantation. Applying tension to soft tissue loaded in the xo button while advancing may cause the xo button to flip prematurely. Precautions: - do not use the xo button implant if lateral cortex to tunnel aperture measures less than 30mm of bone. Correct measurement of the depth of the bone tunnel socket is needed to ensure sufficient soft tissue remains in the socket for healing to occur. Any decision to remove the fixation device during a second procedure must take into consideration the potential risk to the patient of an additional surgical procedure. Implant removal must be followed by adequate postoperative management. Contraindications for use: insufficient quantity or quality of cortical bone for fixation. Blood supply limitations and/or previous infections, which may tend to retard healing. Conditions which tend to limit the patient's ability or willingness to follow directions during the healing period. Device was not returned from the customer.

Event description:
A product experience report was received from conmed linvatec, (B)(4). On (B)(6), 2011 regarding a male patient, who reportedly had to have a revision to his acl reconstruction (using hamstring graft) because the recovery/healing was not happening as expected. Follow-up information revealed, the original surgery occurred some time in (B)(6) 2011. During this surgery, the patient heart stopped beating and the surgeon was hurried in completing the operation. There was no patient or adverse outcome, and no product defect reported to the manufacturer at that time. It was further reported that as parts of post-operative examinations, the surgeon noticed that recovery was not going as planned. An x-ray revealed that the xo button was not in the correct place and hence the need to be revised. The revision surgery took place on (B)(6), 2011. The revision was done in two stages. The first stage was bone grafts in the tunnels to fill the holes and the second stage the surgeon used another xo button and the graft from the other knee. There were no complications reported with this revision surgery and the patient is doing fine at the present time.